Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had a black-colored rubbery material that was clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted during the initial reporter, a black rubber foreign material was found inside the nozzle. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿inspection method is described in the cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention method is described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.